Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an egd (esophagogastroduodenoscopy) with duodenal stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent was placed to treat a gastric outlet obstruction due to pancreatic cancer. The stent was placed successfully without incident. Post procedure, an x-ray was performed and a perforation was detected by air visualization at the duodenal wall. No treatment is planned for the perforation and the stent was left implanted. The physician was unable to conclude whether the wallflex stent contributed to the perforation. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Patient reported as over 18 years old. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.